Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead exhibited noise, leading to pacing inhibition. The patient was asymptomatic and did not receive any inappropriate therapies due to noise. The noise was not reproducible with isometrics and pocket manipulation tests. The patient will be scheduled for a lead extraction procedure. No further information is available at this time.